Event description:
Reporter indicated that device diagnostic testing during generator replacement surgery yielded unacceptable results with the new generator connected to the original lead. The first lead was o.k. With a dc-dc code 2. Subsequent tests resulted in dc-dc code 4 and dc-dc code 6. The lead pins were removed from the generator header and then reconnected, after which device diagnostic testing was within normal limits. The next lead test resulted in dc-dc code 5. The lead pins were again removed from the generator header and the generator was successfully tested with the test resistor. Visual inspection of the portion of the lead that was visible through the chest incision revealed no anomalies. The lead was reconnected to the generator and subsequent device diagnostic testing was within normal limits. Neurosurgeon elected to close the pt at this point without opening the neck incision to further evaluate a potential lead problem. Further follow-up revealed that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7), indicating possible device malfunction. X-rays reviewed by treating neurologist did not reveal any obvious discontinuities in the ncp system. Lead break or electrode/nerve interface problem is suspected.